Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix of the returned lead could be extended and retracted within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead had high and unstable pacing thresholds with intermittent capture, high impedance, and it was noted that the rv lead required more turns to extend the helix than expected. The rv lead was removed and another rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.